Event description:
It was reported that the right ventricular lead showed signs of a lead fracture. The lead integrity patient alert triggered due to noise oversensing and unstable right ventricular pacing measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.